Event description:
Capsule contracure resulting in explantation.

Manufacturer narrative:
Capsule contracture was the reason reported for explantation.

Manufacturer narrative:
Capsule contracture was the reason reported for explantation.

Event description:
Capsule contracture resulting in explantation.